Event description:
During a lap nissen fundoplication procedure, the instrument locked out giving an instrument error on the generator. Another device was used to complete the case. There was no reported pt consequence.